Event description:
Customer reported that unit has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed on september 2004. Leaks happen because the twist clamp does not work. The twist clamp moves freely along the set. No pt injury or medical intervention was associated with this incident.